Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) inspected the device verified the customer reported problem. The cse replaced the graphic user interface (gui) printed circuit board assembly (pcba), performed an upgrade and loaded revision ak software. The unit passed extended self-testing.

Event description:
Covidien received information of ventilator's bottom display with a line and flickering. The malfunction did not occur during patient use.